Manufacturer narrative:
In the case description, the user mentioned that the controller charging port and charger burned while charging. Visual inspection of the returned controller found damage to the plastic around the charging port, however no damages were observed to the connector piece inside the port. The controller was returned without the charging cable and charging adapter. The back cover was able to be removed and a charging cable inserted. The controller was able to register the cable and begin charging. The controller was returned with 66% battery life. While the charging cable was inserted, no thermal damage was observed and the controller was not felt to get hot. The controller was able to turn on and boot up with no issues. Android log files were able to be pulled from the controller. Review of the android log files found no instances of the controller battery exceeding the operating temperature limit of 40 degrees celsius. The internal cover was removed to inspect the internal components for damage or fluid ingress. The fluid ingress indicators were observed to still be white, showing that no fluid had gotten inside the device. No damages or defects were observed to the internal components that would contribute to a thermal event. It could not be conclusively determined if the damage observed to the charging port was caused by thermal energy. The exact cause of the damage and reported thermal event could not be determined.

Manufacturer narrative:
The device has been received and results are pending completion of investigation. A supplemental report will be submitted once the investigation has been completed. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res # 91127 was implemented. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported noticing something was burning while charging their pdm (personal diabetes manager). The pdm was found to be melted at the charging port. Patient confirmed using an insulet supplied charging cable. No impact to the patient's glucose levels was reported. No medical treatment was required. If additional information is received, a supplemental report will be submitted.